Event description:
As reported by the field clinical specialist, the patient had a 20mm sapien 3 ultra implanted in a bare metal stent in the pulmonic position. Approximately 2 years, 8 months post procedure, the s3u valve had stenosis with a cath mean gradient of 60mmgh, a valve area of 19mm2 and mild central leak. A valve-in-valve procedure was performed with a 23mm s3 ultra resilia valve. During deployment of the s3ur, the commander balloon ruptured at full inflation at the end of deployment. It was removed out of the patient without difficulty and the balloon will be inspected by the team. The post deployment gradient was 0mmgh. The patient recovered well. The perceived root cause of the stenosis was reported as unknown. Per report, the commander balloon was prepared with +2cc added to the nominal volume. The degree of calcium on the landing zone was reported as unknown.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report number: 2015691-2023-16851 h3 other text : not returned for evaluation

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings and investigation conclusion. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. It should be noted that the thv was implanted at pulmonic position for this case. The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, or surgical bioprosthetic mitral valve replacement. The s3ur device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available IFU and training materials were reviewed for relevant guidance for an s3ur implant using a commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint, the commander delivery system balloon burst, was unable to be confirmed as neither the complaint device nor applicable imagery was provided. For that reason, the presence of a manufacturing non-conformance was unable to be determined. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. The complaint description states, ''a valve in valve procedure was performed with a 23mm s3 ultra resilia valve. During deployment of the s3ur, the commander balloon ruptured at full inflation at the end of deployment.'' The balloon burst could be potentially from multiple factors (i.e. Calcified/leaflets, additional inflation volume, and previous implanted valve). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2 cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Although a definitive root cause is unable to be determined. A review of the available information suggests that patient factors (pre-existing valve) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.